Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Litigation alleges pain, suffered from injuries, anxiety, toxicity of metal in the body, and inability to perform daily activities. It was also reported that the defective asr hips were converted to a non metal on metal bearing by exchanging her femoral head and implanting a dual mobility polyethylene insert. Doi: (B)(6) 2018 : dor: (B)(6) 2017 (left hip). Patient is bilateral.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
In addition to what were previously reported in medical records after review the patient was revised due to due to pseudo-tumor and leg length discrepancy. Pathology reported neo synovium shows papillary hypertrophy and slight hyperplasia, superficial tissue necrosis and marked sclerosis, irregular particles of greenish material consistent of corrosion products, focal presence of reactive and multinucleated fibroblast. Clinical clinical visit alleged fluid collection in the hip, left worse that right, stiffness, decrease mobility, limit patients activities such as walking and exercised.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the limb asymmetry and surgical intervention. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, it was reported that the patient underwent a bilateral hip revision to address trunnion related failure with corrosion and metallosis. Patient experienced swelling, pain, elevated metal ion levels and synovitis. Revision note reported corrosion and a large psoas bursa. There were no lab results provided. Doi: (B)(6) 2008; dor: (B)(6) 2017; left hip.